Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oekg and the previous similar case, there was the possibility that the reported phenomenon was attributed to the following. -during the procedure, the user manipulated the subject device with being applied excessive stress to the bending section, causing the bending section to break. After the procedure, the user handled the subject device outside the patient, the broken bending section caused the torn bending section rubber and exposed inner metal. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that the bending section had breakage and the inner metal was exposed due to the torn bending section rubber. (B)(4) surmised that this phenomenon might be attributed to the user wrong handling. There was no report of patient injury associated with the event.